Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported that, while in the hosp for foot surgery, her blood glucose reading registered "hi" on the hospital monitor with her normal reading being 165 mg/dl. She stated, she knew her blood glucose was elevated because she was not feeling well. She stated when she changed her infusion set, she noticed the cannula of her infusion set was bent in an "l" shape. She changed her infusion set and ran a bolus in order to correct her blood glucose levels. The pt stated she discarded the damaged infusion set. The pt stated she is doing fine now. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced. Since the product was discarded, no product is available to be returned for eval.